Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the patient pressed the release button on her insertion device, but the catheter was not released. The patient attempted to see why the device had not released and then it released the needle and it stabbed the side of her finger. Unintended releases have continued to occur since this first incident. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.